Event description:
The user facility reported that before using the surgical plate, the staff of the operation room tried to remove the liner, but the liner tore and part of the liner remained on the gel of the plate. The staff did not remove the remained liner and attached the plate to the skin of the pt. After the operation, hospital staff found second and third degree burns under the pt plate. Two spots of third degree burn were 1x1 cm and 1x2 cm. The pt was treated with debridement and recovered. There is no additional info given by the hosp.

Manufacturer narrative:
MFR had tried very hard to get more info from the user facility to draft the report. It was very difficult to get more info from the user facility. After many tries, we have the info to file this report. It is stated in the instructions for use - pad application: to reduce the risk of burns and pressure necroses: to remove the clear liner from universal pad before applying to pt). The nurse did not remove the liner from the pad completely before applying to this pt. 3m is monitoring the trend of this incidence. Proper action will be taken if 3m gets more complaints.